Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep from singapore that during an arthroscopy procedure performed on (B)(6) 2024 it was observed that about halfway through the procedure, shaver metal from the aggressive 4.0mm 5pk shaver device was shedding. It was reported that an identical aggressive 4.0mm 5pk device was used and the same failure occurred. It was reported that a different type of shaver was used, and the procedure was successfully completed. It was reported that there was a 15-minute delay in the procedure due to the event. It was reported that fragments were generated, but easily removed. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for the same event in (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that aggressive 4.0mm 5pk . Shows an arthroscopic image which shows the patient's joint with rests of metal particles. The overall complaint was confirmed as the observed condition of the aggressive 4.0mm 5pk would contribute to the complained device issue. Based on the investigation findings, the potential root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; as per instructions for use (IFU); excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, a hand piece used in this procedure where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.